Manufacturer narrative:
The device was not returned for analysis. An event of structural valve deterioration, degraded, calcified, device stenosis, central regurgitation, patient device interaction problem (thrombus), heart failure, aortic stenosis, aortic regurgitation, thrombus, cardiac arrest, and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided imaging was reviewed by an abbott technical director of medical affairs and an abbott director of medical affairs. Based on all available information, the reported dyspnea, heart failure, and cardiac arrest appear to be related to the structural valve degeneration. Causes for the the reported structural valve deterioration, degradation, calcified, and heart block could not be conclusively determined. It is possible that patient condition after the procedure or procedural conditions contributed to these events. The reported device stenosis, central regurgitation, aortic stenosis, aortic regurgitation appear to be related to the patient device interaction problem (thrombus) and thrombus. However, causes for the reported patient device interaction problem (thrombus) and thrombus could not be conclusively determined. The reported hospitalization, surgery, and unexpected medical intervention were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received: within 24 hours post implant, the patient developed third degree heart block and a permanent pacemaker was implanted. On (B)(6) 2024, patient returned to local hospital for dyspnea and decompensated heart failure. Evidence of valve degeneration was observed. The patient also had mild central regurgitation and via computerized tomagraphy (CT); hypoattenuated leaflet thickening (halt) and calcification of the leaflets. On (B)(6) 2024, emergency tavi procedure was performed. A non-abbott sapien 3 ultra resilia was implanted. The procedure was successfully and patient was reported to be stable.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2021, a 27mm navitor transcatheter aortic valve (serial: (B)(6)) was implanted. On (B)(6) 2024, patient returned to local hospital for dyspnea and decompensated heart failure. Evidence of valve degeneration was observed. On (B)(6) 2024, the patient was rehosptialized due to heart failure and left ventricular dysfunction. Patient was transferred to different hospital for urgent valve in valve intervention. After adminission, the patient developed critical stenosis and cardiogenic shock. Inotropic and vasopressor support with noradrenaline and dobutamine was administered. The patient also had mild regurgitation and via computerized tomagraphy (CT) possible hypoattenuated leaflet thickening (halt) and calcification of the leaflets. On (B)(6) 2024, emergency tavi procedure was performed. A non-abbott sapien 3 ultra resilia was implanted. The procedure was successfully and patient was reported to be stable.